Manufacturer narrative:
The nanoknife unit (serial number (B)(6)) was serviced in the field at the user's medical facility. The unit was in good physical condition and required to go through functional testing. When the unit was started, a "no communication" errro message displayed. This indicated the power supply was malfunctioning. The main 24v ac power supply was replaced. Unit went through functional test as per document svc-002-s06. Unit met all acceptance criteria. The reported complaint description is confirmed. The service technician identified the communication error upon start up and replaced the main 24v ac power supply. The root cause for the communication error was determined to be a defective power supply which was replaced. This is the first reported error of this unit for communication error. This is the first time the power supply has been replaced. The most likely root cause of the power supply failure is normal wear and tear. The generator was tested with the new power supply per svc-002-s06 functional test and met all acceptance criteria. A review of the device history records (service order system) was performed for the reported serial number (B)(6) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. The user manual, which is supplied to the user with this unit contains the following statements: "the operating system will automatically begin its start-up process and self-checks. It will run through the following self-checks before the user is able to begin the procedure process: initializing device, checking connections, checking status, checking memory, device setup, testing charge, test delivery", "a screen will display each check's progress until the generator completes the start-up self-test and all checks pass successfully", "if one of the generator's self-tests fails, an error message will be displayed. Figure 4.2.3 is an example of an error message. The user must then click ok, which will shut down the generator, so that it can be restarted. If all self-tests are successful, the information screen (see figure 5.1.1) then appears next on the lcd display", and "troubleshooting: message: error fpga recognition self-test failed. Check that the red stop button is depressed and reboot the system. Possible reasons: red stop button is depressed. Actions: check the red stop button status indicator (green light). It should be lit. If not, twist the button clockwise slightly and release the button. The red stop button indicator should be on". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint (B)(4).

Manufacturer narrative:
It was reported that the nanoknife system (sn (B)(4)) involved in the incident is available to be returned to the manufacturer for evaluation. To date, the generator has yet to be returned. Attempts are being made to obtain the unit. The results of the unit evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported to angiodynamics on october 10 2018: the treating physician placed 4 nanoknife probes percutaneously under CT guidance. The distances were entered into the nanoknife software, and suddenly the red stop button with the message "hardware communication failure" displayed. The red stop button was checked and was not depressed. Once the system was rebooted, it failed the first self-test. Multiple reboots were attempted with the same result. Angiodynamics' hardware services was contacted and the issue could not be resolved. The medical facility borrowed a nanoknife generator from the university of arkansas medical center to complete the case. The case was delayed almost 2 hours while another nk generator was brought to baptist medical center. Baptist's biomedical department checked and cleared the new generator to be used prior to its use on the patient. There were no further issues and the case was completed. The patient is doing well. As the patient was under anesthesia during the delay of almost two hours, there was potential for patient risk. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has yet to be returned to the manufacturer for evaluation.